Manufacturer narrative:
The customer called a company rep to assist in trouble shooting. The facility did not request service. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any add'l similar reports for this system. The root cause is unk. (B)(4).

Event description:
A customer reported that during a procedure, the table top and auxiliary illuminators were not functioning. The illuminator drawers were ejected and reinstalled, and a quick start was performed; however, the issue remained. The surgeon decided to terminate the case. After the procedure was canceled, the system was shut down and restarted at which time the both illuminators functioned properly. There was no report of pt harm or injury. Add'l info provided from the nurse indicated the case was aborted just after the surgeon inserted the trocars. There were no other incisions made. The trocars were removed and the wound was self-sealed. The doctor feels there was a "hiccup" in the software that caused the event. The case has been rescheduled. There was no harm or injury to the pt as a result, and the pt is reported as doing "fine."